Event description:
It was reported that the programmer powers up to a blank tan screen. This is after the programmer has rebooted several times on the power-on sequence. The programmer has been returned for service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).